Event description:
It was reported that the thread flank sheared off. When the surgeon drove the screw in during the third surgery, the click x screw thread broke off and the screw back fell out. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and visual inspection showed that one of the two start thread flanks was sheared off at one half of the screw body while operational. The existing flank showed marks at the run in of the flank, which point to the fact that the screw possibly came in contact with metallic parts. The measurable dimensions met print specifications. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.